Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown quantity of unknown screws.

Manufacturer narrative:
Patient information is not available for reporting, patient age reported as approximately (B)(6). 510k: this report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Date of implant is unknown; it is not known if the device was explanted during revision surgery. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was underwent an open reduction and internal fixation (orif) procedure, approximately nine (9) months prior to explant, on the left distal tibia in which a left anterolateral distal tibia plate was implanted. A non-union at the fracture site, bone loss, and articular surface loss in the ankle joint was reported. Patient was returned to surgery on (B)(6) 2017. It is not know what was explanted or if any new or additional hardware was implanted. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).